Event description:
Incoming information notes ¿undersensing on atrial lead, noted on current and all stored egms¿. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).